Event description:
The initial reporter alleged that there was a mechanical error causing a run to abort on the magna pure 24 instrument. A mechanical movement error occurred during pipetting, which resulted in bent tips over at the tip pickup station. The run was aborted, which had 24 cerebrospinal fluid samples being run for meningitis testing.

Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) found that the long y-axis belt on the right was too loose during the belt tension check and adjusted it. The fse performed additional instrument checks, and all passed successfully. The instrument was handed back to the customer. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.